Event description:
Information received indicating that the cadd solis vip's power button was not working intermittently. It was also reported that the pump had battery issues. The pump worked okay when plugged in but not when running on batteries. No adverse effects reported.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. The investigator was unable to replicate the customer reported product problem (pump battery issues/failure to operate with only battery power/faulty power button). Testing determined that the pump functioned as intended with both ac and batter power. The problem source of the power issue was unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The keypad power button was intermittently working. This part of the complaint was verified. The keypad was replaced as a result.